Event description:
Contact reported that two screwdriver tips broke during final tightening. The driver tips could not be removed from the screw and were left in the body. The pt later had unrelated complications that resulted in removal of the screws. As the unintended piece was left in the body inside the screw, depuy acromed is filing an MDR to document this event.